Event description:
Biomed states pump turns off by itself. Additional information: biomed, was performing preventative maintenance tests on the pump. He noticed that the pump would turn off while he was running an accuracy test, with no audible or visible alarms. The pump was set at a rate of 100 ml/hr with a volume to be infused of 1000 ml. When the pump had delivered approximately 732 ml, it would turn off by itself, during multiple trials. There was no report of this pump ever turning off while in use on a patient.